Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction of bending rubber adhesive section is peeled off is traced random or expected component failure. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenofiberscope exhibited foreign matter at the distal end (c-body), and the bending rubber adhesive section is peeled off. There was no patient involvement.